Manufacturer narrative:
The reported event of difficulty removing the lv-lead was confirmed. Analysis revealed there was blood accumulation in the lv-connector port zones. The blood in these areas had a bonding effect between the inside areas of the connector ports and the surfaces of the lead body. This made the lead difficult to remove. The setscrew had no effect on lead removal since it had been untightened normally by the physician. The blood was most likely not cleaned from the proximal ends of the lead before it was inserted into the connector port at time of implant.

Event description:
It was reported that during a device replacement procedure due to normal elective replacement indicator (eri), the set screw of the device was unable to be loosened resulting in difficulty removing the lead from the header. The lead was able to be successfully removed and remains implanted, in use with the replacement device. The device was explanted and replaced. The lead remains implanted and in use with the replacement device. The patient was in stable condition.